Event description:
This incident was reported to the manufacturer by the contact lens prescribing optometrist, some details provided regarding the incident were relayed by the users relative. No medical information has been provided by the user or the treating physician(s) or care facility. It was reported by the prescribing optometrist that the patient was seen on 19 july for a contact lens they reportedly were unable to remove from the right (od) eye and reported symptoms of pain, redness, tearing and soreness. The physician identified corneal damage - staining, pooling, and an uneven surface temporally with a rounded indentation on her sclera just past the limbus and a corneal ulcer at the 2 o'clock position and referred the patient to hospital service for urgent care. The prescribing optometrist believes the injury may have occurred due to the patient sleeping in the contact lenses, however; the patient denies having done so. On 27 july, a family member of the user contacted the prescribing optometrist with additional details. On 19 july the patient was seen at (B)(6), no further information provided on treatment or diagnosis. On 22 july the patient was seen at manchester eye hospital, as of the date of contact they remained in inpatient treatment for the injury sustained. The family member alleges that the contact lens had 'melted'on the eye and they were unable to remove and has resulted in vision loss of the affected eye; no further information provided on treatment or diagnosis. It is unknown if the reported loss of vision is full or partial and if temporary or permanent in nature. The prescribing physician indicates that the user was prescribed opteyes monthly (biofinity sphere) in the right (od) eye and using multipurpose solution (all in one light) solution for lens care, both manufactured by coopervision. As it is unknown which device(s) may have been involved in the incident, the manufacturer is submitting individual reports for each of the devices, refer to additional manufacturer report number (B)(4) (all in one light). This event is being reported in an abundance of caution due to the reported corneal ulcer and allegation of loss of vision in conjunction with lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.